Manufacturer narrative:
Device evaluation: from the outside the light source is showing a good condition, no outside damaged parts or visible defects detectable. During the inspection, the driver board was detected as defective. This defect led to a high input current, which triggered the fuses. Based on the defect found, the most probable root cause is wear of the driver board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that device suddenly lost power after being in use for approximately 2 hours. Light source failed mid operation. It was confirmed that the procedure was completed after a prolongation of approx. 15 to 60 minutes and there was no injury or adverse impact to the patient or user. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).